Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit's battery run time was short. The pt was switched to another unit and therapy was initiated.